Event description:
It was reported that during a pta treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in the left antebrachium. The symmetry small vessel 5.5-4/4t/90 balloon catheter was advanced through a 5f medikit introducer sheath over a transend ex guidewire. Following the second inflation, the balloon was not deflated enough, and resistance was met during withdrawal from the sheath. The device was successfully removed and the procedure completed with this device. No pt injuries or complications were reported. The pt's status was reported as "good".

Manufacturer narrative:
The device has not been recieved for analysis as of the date of this report.